Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been hospitalized, twice, due to high blood glucose levels and ketoacidosis. The fist time the customer's blood glucose was 38.3 mmol/l and the second time it was 26.6 mmol/l. The first time the customer's ketones wee 3 and the second time were 22.09. The customer's high blood glucose persisted despite the infusion set change. The customer was treated with manual injections and the blood glucose had decreased. The drive support cap of the insulin pump was normal. There were no cracks on the device. Insulin exited, no leaks were found. The device passed the high pressure test, the self test, and the displacement test. The customer had very small basal doses-0.15 units, during the day. Insulin was fine; the same insulin was used to administer the manual injections and it worked. Nothing further was reported.